Event description:
The customer reported that she was hospitalized for low and high blood glucose levels. No blood glucose reading was reported. The customer stated that her hospitalization was due to the infusion sets that she was wearing at the time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.